Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, the patient reported no alert for sensor expiration on the g6 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. No alert for sensor expiration on the g6 mobile application was not confirmed. A probable cause could not be determined via data.